Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had been alarming weak battery alarm. During troubleshooting customer stated he had high blood glucose of 430 mg/dl. He performed a bolus and it dropped to 361 mg/dl. No troubleshooting was performed for the customer high blood glucose. Customer stated his blood glucose was high as he was supposed to do fasting blood glucose and didn't eat at his normal time. The customer was advised to monitor the device and call back if any issues reoccur. The device is not being returned for analysis.